Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose level on (B)(6) 2026. The site of insertion was lower back. The patient's blood glucose level was 400 mg/dl and was treated with manual correction. No further information available.